Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the speaker and tinsel wire of the speaker harness assembly were not properly soldered to the speaker lug, resulting in intermittent audio. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control found that the it did not provide voice prompts when powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary.